Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. Since no lot number was provided, no device history record review could be performed. (B)(4).

Event description:
It was reported that during the ablation of an idiopathic ventricular tachycardia (idvt) from the right ventricular outflow tract (rvot), there was incipient hemodynamic instability at formation of a relevant pericardial effusion. Moment of the perforation was not reconstructable. There was pericardial drainage. Afterwards there was hemodynamic stabilization of the patient. Additional information was requested, but no response has been received.